Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08725 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 19-sep-2025. In further review of the formatted history file 1 week prior surrounding the date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 19:44:00.000. Replace battery alert was found on: (B)(6) 2025 05:15:00.000. Replace battery now alarm was found on: (B)(6) 2025 05:46:00.000, (B)(6) 2025 05:56:00.000. Pump error 23 alarm was found on: (B)(6) 2025 05:57:04.000. Power loss alarm was found on: (B)(6) 2025 06:02:18.000, (B)(6) 2025 06:02:29.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No low battery alert and replace battery alert/replace battery now alarm noted during testing. Pump error 23 alarm and power loss alarm were expected since the power was lost. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.57 mv). The pump was received with a depleted energizer max alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on 19-sep-2025. The cause of the death was due to diabetes and diabetes complications, and the medtronic products may have caused or contributed to death. The customer blood glucose value was unknown. The event involved product mmt-397, mmt-332a and mmt-1780kl. Troubleshooting was performed for gathering the deceased information. Customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of incident. Products mmt-397, mmt-332a and mmt-1780kl was requested and devices received for analysis.